Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also the reported impact might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient experienced trauma to the implant site. After this event there was an obvious decline in the patient's hearing performance with the device. The patient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient experienced trauma to the implant site. After this event, there was an obvious decline in the patient's hearing performance with the device. The device has been explanted and the patient was re-implanted with a cochlear implant.